Event description:
According to the r.n., manager of the o.r, "when suctioning the abdomen of the patient, the o.r. Technician noted that the end sheath of the poole suction instrument had fallen off the instrument and into the patient. The technician told the surgeon and the surgeon reached into the abdomen and found it. The instrument and end piece were discarded.